Event description:
Patient had dilaudid 0.1 mg per pca ordered with lockout every 15 minutes. No continuous dose ordered. Dilaudid syringes stocked are 5mg/25ml = 0.2 mg/ml. In 2008 at 16:18, pump was reprogrammed incorrectly as 0.2mg/25 with a 0.1 mg every 15 minute pca dose. Patient then transferred to another unit. In the same day, 1711 new syringe placed on patient with pump programming information recalled. Patient received narcan & had no long term negative outcome.